Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, when the fenestrated bipolar forceps instrument was inserted after replacing an instrument, the customer suspected that the instruments hit each other. It was reported that when checking the fenestrated bipolar forceps instrument after insertion, it was noted that a part of the shaft seemed to be "turned up", so the debris/fragments were collected inside the body and the instrument was removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noted upon inspection. The surgeon noticed that the damaged piece was about to come off so he peeled it off inside the patient's body and removed it from the body by the "assistant forceps." No additional surgical procedure was required to remove the fragment and no post-operative tests were performed to check for remaining fragments. Upon insertion of the fenestrated bipolar forceps instrument, the assistant felt that there was an instrument collision. Upon final removal of the instrument, it was confirmed that the wrist was straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula, and the surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. No injury occurred to the patient. The customer was unwilling to provide the patient demographic information nor information about the patient's medical history and relevant tests.

Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have cracks on the main tube where it meets the proximal clevis. Additionally, further inspection of the instrument found various scratch marks with light material removed on the main tube. The scratch marks measures 0.065¿ to 0.186¿ in length and were not aligned with the tube axis. Both failures are most commonly caused by instrument mishandling and misuse. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6)2020 on system sk2296. Per logs, the instrument has 4 uses remaining.